Event description:
During treatment of a pt with the infant flow system, the band on one of the generator attachment rings broke, and the generator became dislodged, scratching the pt's eyelid. There was no harm to the pt's eye.